Event description:
Device report from synthes reports an event in the (B)(6) as follows: it was reported that the surgeon put the washer over the screw, but when the screw was fully inserted into the bone the head of the screw went through the washer. As the washer was serving no purpose it was removed and the screw was left in place (in the patient) the screw was inserted but the head went through the washer. Washer was removed. No delay to surgery or patient impact. This complaint involves two (2) devices. Reporting one (1) device cannscr ø6.5 self-drill l90/16 sst. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H4 device history part # 208.413s lot # 2l03837 manufacturing site: oberdorf release to warehouse date: 19 oct2018 expiration date: 01 oct2028 supplier: (B)(4) a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. H6 device code device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.